Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of retroverted uterus. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced abdominal pain ("abdominal pain"), bladder dysfunction ("bladder dysfunction"), visual impairment ("permanent decrease of the sight abilities"), disturbance in attention ("difficulties to concentrate"), memory impairment ("difficulties in memory"), fatigue ("intense tiredness similar to exhaustion"), depression ("depression") and migraine ("migraines"). Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), colitis ischaemic ("right colic stercoral stasis"), device dislocation ("e left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon."), eye pain ("pain behind the ocular globes") and asthenia ("asthenia") and was found to have adrenal adenoma ("right adrenal adenoma"). The patient was treated with surgery (al inter-adnexal hysterectomy with a bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adrenal adenoma, asthenia, bladder dysfunction, colitis ischaemic, depression, device dislocation, disturbance in attention, eye pain, fatigue, memory impairment, migraine, pelvic pain and visual impairment to be related to essure administration. The reporter commented: the patient suffered from several symptoms since 2017 which increased until 2020. She had to see her general physician several times because of these adverse events. She had a psychological support with consultations on (B)(6) 2021, and psychotherapy support on (B)(6) 2022. She had an endocrinology consultation on (B)(6) 2023 which stated that the adrenal adenoma was benign and that a biological and urinary exploration was necessary, and an adrenal CT scan of control one year after. She had a psychotherapy consultation on (B)(6) 2023. Some adverse events regressed after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: fortuitous discover of a right adrenal mass syndrome; on (B)(6) 2023: evocative appearance of a benign right adrenal adenoma of 19 mm of diameter [magnetic resonance imaging] on (B)(6) 2023: a fibromyomatous globulous retroflexed retroverted uterus with a right anterolateral subserousal corporeal myoma of about 30mm of diameter. It also showed that the left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon. [Ultrasound pelvis] on (B)(6) 2023: it showed ovaries of normal size without mass syndrome nor cystic pathology. The pouch of douglas was free. There was no sign of pelvic effusion. [X-ray] on (B)(6) 2023: a right colic stercoral stasis and the presence of the bilateral essure springs in a pelvic situation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2024: quality safety evaluation of ptc. 11-apr-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of retroverted uterus. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced abdominal pain ("abdominal pain"), bladder dysfunction ("bladder dysfunction"), visual impairment ("permanent decrease of the sight abilities"), disturbance in attention ("difficulties to concentrate"), memory impairment ("difficulties in memory"), fatigue ("intense tiredness similar to exhaustion"), depression ("depression") and migraine ("migraines"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), colitis ischaemic ("right colic stercoral stasis"), device dislocation ("e left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon."), eye pain ("pain behind the ocular globes") and asthenia ("asthenia") and was found to have adrenal adenoma ("right adrenal adenoma"). The patient was treated with surgery (al inter-adnexal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adrenal adenoma, asthenia, bladder dysfunction, colitis ischaemic, depression, device dislocation, disturbance in attention, eye pain, fatigue, memory impairment, migraine, pelvic pain and visual impairment to be related to essure administration. The reporter commented: the patient suffered from several symptoms since 2017 which increased until 2020. She had to see her general physician several times because of these adverse events. She had a psychological support with consultations on (B)(6) 2021, and psychotherapy support on (B)(6) 2022. She had an endocrinology consultation on (B)(6) 2023 which stated that the adrenal adenoma was benign and that a biological and urinary exploration was necessary, and an adrenal CT scan of control one year after. She had a psychotherapy consultation on (B)(6) 2023. Some adverse events regressed after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: fortuitous discover of a right adrenal mass syndrome; on (B)(6) 2023: evocative appearance of a benign right adrenal adenoma of 19 mm of diameter [magnetic resonance imaging] on (B)(6) 2023: a fibromyomatous globulous retroflexed retroverted uterus with a right anterolateral subserousal corporeal myoma of about 30mm of diameter. It also showed that the left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon. [Ultrasound pelvis] on (B)(6) 2023: it showed ovaries of normal size without mass syndrome nor cystic pathology. The pouch of douglas was free. There was no sign of pelvic effusion. [X-ray] on (B)(6) 2023: a right colic stercoral stasis and the presence of the bilateral essure springs in a pelvic situation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: upon receipt of new follow up argus cases 2024a025165 & 2024a049852 are found to be duplicate of each other, therefore argus case 2024a049852 needs to be marked for deletion. All events , references , source documents , reporters & relevant information transferred to retention case (legacy device number 2951250-2024-00273). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of retroverted uterus. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced abdominal pain ("abdominal pain"), bladder dysfunction ("bladder dysfunction"), visual impairment ("permanent decrease of the sight abilities"), disturbance in attention ("difficulties to concentrate"), memory impairment ("difficulties in memory"), fatigue ("intense tiredness similar to exhaustion"), depression ("depression") and migraine ("migraines"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), colitis ischaemic ("right colic stercoral stasis"), device dislocation ("e left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon."), eye pain ("pain behind the ocular globes") and asthenia ("asthenia") and was found to have adrenal adenoma ("right adrenal adenoma"). The patient was treated with surgery (al inter-adnexal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2023 at the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adrenal adenoma, asthenia, bladder dysfunction, colitis ischaemic, depression, device dislocation, disturbance in attention, eye pain, fatigue, memory impairment, migraine, pelvic pain and visual impairment to be related to essure administration. The reporter commented: the patient suffered from several symptoms since 2017 which increased until 2020. She had to see her general physician several times because of these adverse events. She had a psychological support with consultations on 16-aug-2021, 27-aug-2021 and 10-sep-2021, and psychotherapy support on 01-mar-2022, 08-mar-2022 and 15-mar-2022. She had an endocrinology consultation on 05-sep-2023 which stated that the adrenal adenoma was benign and that a biological and urinary exploration was necessary, and an adrenal CT scan of control one year after. She had a psychotherapy consultation on 29-nov-2023. Some adverse events regressed after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 11-jul-2023: fortuitous discover of a right adrenal mass syndrome; on 02-aug-2023: evocative appearance of a benign right adrenal adenoma of 19 mm of diameter [magnetic resonance imaging] on 29-aug-2023: a fibromyomatous globulous retroflexed retroverted uterus with a right anterolateral subserosal corporeal myoma of about 30mm of diameter. It also showed that the left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon. [Ultrasound pelvis] on 13-jul-2023: it showed ovaries of normal size without mass syndrome nor cystic pathology. The pouch of douglas was free. There was no sign of pelvic effusion. [X-ray] on 06-jul-2023: a right colic stercoral stasis and the presence of the bilateral essure springs in a pelvic situation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.